Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to pair the device was confirmed. Based on the patient application logs, it was determined that the passkey was not entered correctly several times, resulting in the pairing failures.